Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the zoll technician. The customer reported complaint of console unable to be primed was not confirmed during archive review or functional testing. A visual inspection was performed and no discrepancies were observed. A review of the console's retrieved event log found no system errors recorded on the reported event date. The system passed functional testing and it verified that the system met all the manufacturing specifications. The console is working as intended for use and was placed back into service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system (B)(4).

Event description:
As reported, during device setup, customer was unable to prime the thermogard xp ivtm system ((B)(4)). No other information was provided. No patient involvement.